Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4). Although the pt expired and that date has been reflected on this report, the expiration occurred after a fall from a non-arjohuntleigh device that resulted in multiple rib fractures. The initial reporter (director of nursing) also stated that she believed that there were other medical issues that contributed to the pt's expiration. At this time due to all known facts, the pt's expiration cannot be attributed to the fall during the arjohuntleigh device use. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
On (B)(6) 2011 around 4:40 pm, mw was being transferred on a maxi move lift when the clip on the left top side of sling popped off. Mw fell about 4 feet to the floor in between the legs of the lift. The resident was being transferred from the bed. She fell on her back and the back of her head hit the floor. Went to the local hospital (B)(6) and was released with a head contusion. The following day (B)(6) 2011, mw fell out of bed and went to (B)(6) medical. She had multiple rib fractures (ribs 2-8). Mw passed away on (B)(6) 2011.